Event description:
It was reported that two (2) small volume folfusors were leaking into the overpack bag. It was observed that one device was leaking into the overpouch from the administration tubing. The other device appeared to be leaking from a poorly fixed or defective luer lock cap. The leaks were observed in the oncology department prior to patient use. The devices contained fluorouracil(5-fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred during january 20-21, 2025. E1: initial reporter facility name: euromedicine pharmacy of the (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: the lot was manufactured between may 22, 2024 ¿ may 24, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.